Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the left anterior descending artery. A 3x38mm xience sierra drug-eluting stent (des) was attempted to be deployed; however, the stent balloon was noted to only partially inflate. No leaks or loss of pressure were noted; and therefore, the des was removed using the delivery system and another same sized xience sierra was deployed to complete the procedure. There were no reported adverse patient effects nor clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaint could not be determined. Possible factors that may contribute to activation failure include, but are not limited to, inability/difficult to inflate, inflation technique, contrast concentration, loose connection with inflation device, contamination in the inflation lumen or damage to the guide wire exit notch or inflation lumen. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.